Event description:
Physician prepared the device with no issues noted. The lesion was not pre-dilated. Physician then attempted to implant one resolute integrity drug-eluting stent in a moderately calcified lesion in the lad with 75% stenosis, but more force than normal was used to push the device. The stent could not cross the lesion and the shaft bent. When the device was removed it was noted that the 4th crown on the proximal part of the stent was deformed. The lesion was then pre-dilated and another resolute integrity drug-eluting stent (3.00mm x 26mm) was used to complete the procedure successfully.

Manufacturer narrative:
Results, conclusion: stent deformation, stenosis, calcification, IFU instructs that lesion pre-dilatation is required prior to stent delivery. In addition it recommends that force is not applied to the device, no device returned. (B)(4).

Manufacturer narrative:
Evaluation, results: (deformation problem) component. (B)(4).

Event description:
Evaluation summary: the stent was positioned between the marker bands as per specifications. The 4th proximal stent segment was raised and deformed. The hypotube was kinked in numerous locations.